Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent a system explant due to an infection. The patient has recovered and infection has resolved.

Manufacturer narrative:
The explanted saluda evoke scs system was discarded and not available for analysis. The cause of the infection was not definitively established. The device history records, including sterilization records, were reviewed and confirmed the product met all requirements for release. Infection that may require hospitalization with intravenous antibiotic therapy and requires surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in manufacturer's instruction for use (IFU).